Event description:
A malfunction was reported with a specified error code, which needed a reset. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump and provided guidance, allowing the customer to continue using it while advising them to call back if the issue recurs.